Event description:
It was reported that the patient passed away at home. The system controller was sent from the family. On interrogation, low flow alarms leading to eventual driveline disconnect. The event log file captured a gradual downward trend in the estimated flows starting 07feb2025 at 0115 with baseline around 4lpm. Flows were noted to be between 2.4 and 2.5 lpm until 0221. When the flow dropped further to below 2.0lp< and over the next 40 minutes, the flow slowly trended down all the way to 0lpm. The driveline was disconnected 0n 07feb2025 at 0435.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events followed by a pump stop due to a driveline disconnect; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file contained relevant events from 05feb2025 ¿ 07feb2025. An atypical decrease in flow was captured on (B)(6) 2025 resulting in intermittent low flow events persisting for approximately 1 hour, followed by a sustained low flow hazard alarm as flow then continued to decrease eventually reaching 0.0 liters per minute (lpm). Flow remained at 0.0 lpm for the remainder of the file until the driveline was disconnected and the pump stopped. It is unknown whether the driveline was disconnected prior to or following the patient's expiration, and a specific cause for this event cannot be conclusively determined. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at home. The system controller was sent from the family. On interrogation, low flow alarms leading to eventual driveline disconnect. The event log file captured a gradual downward trend in the estimated flows starting (B)(6) 2025 at 0115 with baseline around 4lpm. Flows were noted to be between 2.4 and 2.5 lpm until 0221. When the flow dropped further to below 2.0lpm and over the next 40 minutes, the flow slowly trended down all the way to 0lpm. The driveline was disconnected on (B)(6) 2025 at 0435.